Event description:
It was reported during implant that the lead was unable to be installed due to a malfunction with the lead. The physician elected complete the implant with another lead. The patient condition was stable.

Manufacturer narrative:
The lead was returned due to unable to implant. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.